Event description:
About 5 minutes after a pt was placed on the 3100a for treatment, the dump the valve cap/diaphragm assembly "blew" off of the pt circuit, the pt was hand-ventilated for about 15 minutes until another 3100a was able to be used, the original 3100a was able to be used, the original 3100a had passed all necessary tests before being placed on this pt. The user stated that the pt was not compromised.